Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head flies off - oral-b [device breakage]. Heads have started to come loose from the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b pro cross action toothbrush heads came loose from the oral-b toothbrush handle, type 3771 and the head flew off while he was brushing his teeth. No injury was reported. 10-feb-2025 follow-up via e-mail: the concomitant product lot number was bh13840738. No injury was reported.

Event description:
Head flies off - oral-b [device breakage]. Heads have started to come loose from the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b pro cross action toothbrush heads came loose from the oral-b toothbrush handle, type 3771 and the head flew off while he was brushing his teeth. No injury was reported. 10-feb-2025 follow-up via e-mail: the concomitant product lot number was bh13840738. No injury was reported. 17-apr-2025 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x. The concomitant product was oral-b power oral care refills crossaction. No injury was reported.

Manufacturer narrative:
17-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.